Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens. The lens tore upon insertion into the eye. Lens was removed with no pt injury. Lens fell on the floor and they were unable to find it. Cause of this incident was due to loading error.

Manufacturer narrative:
(B)(4). No lens in returned packaging. H.6.: conclusions: the product pertaining to this claim was not returned for eval. Based on the complaint history, it wa determined that the root cause of this event was due to loading error. (B)(4).